Event description:
The customer reported that the pt table pivot pin lifted from its base post. There was no report of harm to a pt or operator at the customer site due to this issue. This issue could potentially result in the pt table tipping and a pt falling which can result in possible serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).